Event description:
The dealer states that the battery arrived to the dealer with a crack in the bottom of the box. The dealer states that the acid has all leaked out of the battery. The dealer states that this was a out of box failure. The dealer has no further information to provide.